Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the device had stopped working. A surgical procedure was performed in which the existing aus was removed. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.